Event description:
The report suggests that the patient returned 3 devices claiming that they have all leaked during use, one of which was within two hour of use. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Three mp1000-c samples were received for investigation of 5 complaints. Reference complaint reports numbers: 9616066-2015-00462, 9616066-2015-00477, 9616066-2015-00478, 9616066-2015-00832, and 9616066-2015-00833. It was not possible to identify which sample corresponds to which complaint incident. Therefore all 5 complaints will be closed based on the analysis done on the returned samples. Pressure testing of the first sample identified a leakage from a crack at the top of the female luer access. Pressure testing of the second sample identified leakage from a crack near the circumference at the section where ultrasonic welding between top and base was performed. No leakage was identified from the third sample, however visual inspection identified a crack to the female luer access, since the sample was contaminated with blood it is possible that the blood clotted on the crack and prevented leakage. The root cause of cracking on the surface of the maxplus valve near the female luer appears to be caused by exposure to chemical agents, lipid or over torque of the valve component. The root cause of cracking around the circumference where ultrasonic welding joints the top and base, appears to be triggered by harsh chemicals and caused by inherent stress at the welding area of the maxplus over torque thread.